Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 2.0x12mm xience sierra device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid left anterior descending (lad) coronary artery. After implanting two 2.0x18mm xience sierra stents, a 2.0x12mm xience sierra stent delivery system (sds) was opened and was not prepped per the instructions for use (IFU). The sds was advanced but would not cross the lesion. The sds was removed, and the vessel was ballooned with an unspecified balloon dilatation catheter (bdc). It was then noted that the 2.0x12mm stent was missing on the sds balloon. The patient was x-rayed and the cath lab area was searched; however, the stent was not found, and the physician suggested that the ballooning had crushed the stent into the vessel wall. A second 2.0x12mm xience sierra sds was then opened and was not prepped per the IFU. The sds was advanced but would not cross the lesion. The sds was removed, and it was noted that the stent was not mounted on the balloon. An unspecified bdc was then advanced through the dislodged stent, and the stent was deployed. A non-abbott 2.0x15mm stent was also deployed. The patient experienced intermittent severe chest pain associated with st depression on ECG, which was associated with reduced blood flow through the lad. The stenosed part of the vessel continued to be ballooned; however, the decision was made to perform an urgent coronary artery bypass graft. A balloon pump was inserted, and the patient was transferred to the operating room and surgery was performed. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: the mid left anterior descending coronary artery was 70% stenosed, moderately tortuous and heavily calcified. The first 2.0x18mm xience sierra stent delivery system (sds) would not cross due to the anatomy. Both of the 2.0x12mm xience sierra stents were attempting to advance distal to the previously implanted 2.0x18mm xience sierra stents. It could not be confirmed if the 2.0x12mm xience sierra devices would not pass [cross] due to the anatomy or due to interaction with previously implanted 2.0x18mm xience sierra stents. Both dislodged 2.0x12mm xience sierra stents were deployed in the proximal part of the vessel, which was also calcified. A dissection was noted after the deployment of the non-abbott 2.0x15mm stent. Due to the dissection that occurred, and flow being lost, the lesion could not be treated with a stent and the patient was taken for coronary artery bypass graft surgery (CABG). No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Correction: MFR site registration #. Device code 2017 - distal to stent. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that the xience sierra everolimus eluting coronary stent system instruction for use (IFU) lists device preparation to be performed prior to delivery procedure. In addition, the IFU notes: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. In this case, the IFU deviation related to crossing a previously implanted stent may have contributed to the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure, as it is likely the device interacted with the difficult anatomy and/or previously implanted stents while attempting to cross distally, causing the reported failure to advance, subsequent stent dislodgement and patient effects. The reported patient effects of angina and ischemia are listed in the xience sierra everolimus eluting coronary stent systems IFU as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.